Manufacturer narrative:
The reported events of high capture threshold and high pacing impedance were not confirmed. A full lead was returned in one piece for analysis. Electrical testing, visual and x-ray inspections were normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the right ventricular (rv) lead exhibited high out-of-range pacing impedance and high capture threshold. The rv lead was not implanted and an alternate near at hand was implanted instead on (B)(6) 2023. Patient condition was stable.